Event description:
It was reported that the customer ¿a transport register nurse (rn)¿ called a getinge service representative and reported having ¿autofill failure¿ and ¿gas gain¿ alarms on the cardiosave intra-aortic balloon pump (iabp) and catheter. They were able to resume pumping but only for a short while before it would alarm again. They ended up switching pumps for another cardiosave, and again received ¿gas gain¿. They were able to resume pumping with the second iabp, but then the iabp stopped and showed ¿system failure¿. They could not resume pumping. They powered down and restarted the second iabp, but again received the ¿system failure¿ message. At this time they went back to the first iabp, but again received ¿gas gain¿ and could not resume pumping. They were not in transport at the time, but when a getinge service representative called the customer back, they had just sent the patient via helicopter for transport to (B)(6) for coronary bypass. She reports that they made the decision to leave the iabp off and transport the patient. The catheter was still immobile in the patient and I asked if someone was providing periodic inflation and deflation on the iab. She reported that the physician recommended them not to do that and he felt the patient would be safe on the current heparin drip. The getinge service representative did stress that per getinge guidelines, it is recommended to manually inflate/deflate when the balloon is still for greater than 30 min. She understood the rationale. No patient harm, serious injury or adverse event was reported. This report is for the first iabp used in this event. The second iabp was reported under mfg report number 2249723-2019-01477.

Manufacturer narrative:
MDR originally submitted on october 9, 2019. Resubmitted per cdrh request from: (B)(6) on 10/10/19, at 4:47 pm, (B)(6) wrote: "hello, we were notified that cdrh processing system had intermittent issues processing submissions ("adverse_events" and "electronic_submissions" ) from 1pm est on october 9, 2019 to 2pm est on october 10, 2019. Cdrh has requested users to resend submissions if you have not received ack3 or ack4 for your submissions sent during this time.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm in logs relating to dead volume calculation indicating a kink in the catheter extender or balloon that did not allow for correct volume calculation. The stm then connected trainer and test balloon and duplicated error by kinking the catheter extender. The stm allowed iabp to run under test load conditions for two hours without further issues or alarms. While the stm was completing the checkout procedure, the iabp failed the deep vacuum portion of the drive manifold test. To address the issue the stm replaced the drive manifold. The stm performed all calibration and functional tests per chapter 4 of the service manual, which passed. Replaced safety disk, tidal volume disk, and batteries at customers request. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use in a patient an autofill failure occurred on a cardiosave intra-aortic balloon pump (iabp), the unit was swapped to continue therapy. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.